Manufacturer narrative:
(B)(4).

Event description:
Customer reported that a patient experienced pilot balloon leak during patient use. It was noted that within hours of use, a leak was observed from the pilot balloon. The caller noted that replacement of the tube was required. The caller noted the same leak was observed on three different tubes.

Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a tear /cut in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.